Manufacturer narrative:
Analysis cannot be performed as no lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges she experienced an allergic type reaction on two occasions after using the device, in combination with contact lenses cleaning/storage solution, with symptoms of eye dryness, corneal inflammation, redness, itching and eye pain. The patient indicates she is unsure if the reaction is to the contact lenses manufactured by coopervision, or to the cleaning/storage solution not manufactured by coopervision (opti-free puremoist by alcon). On the first occasion in (B)(6) 2017 the patient did not seek medical treatment, she discontinued lens use and the incident resolved. In (B)(6) 2018 the patient resumed lens use and again experienced a reaction. The patient sought medical treatment and was treated with antibiotics and steroids. It is unknown if the medication was prescribed to prevent or preclude a permanent injury. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.